Manufacturer narrative:
Analysis results not available at the time of report. When analysis results are available a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was an impossibility to recharge and link the implantable neurostimulator (ins) to any device including the physician programmer or patient programmer after a certain period of time. There were no environmental /external/patient factors that may have led or contributed to the issue. Several attempts were made with different liking apparels. The stimulator was moved to a more subcutaneous position which helped but did not resolve the problem after a certain period of time. The issue was not resolved at the time of report. The ins was explanted. Later it was reported that the cause was not identified nor was it resolved.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. The ins was last recharged on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.